Event description:
A facility medwatch #(B)(4) was received stating that: "called to room by nurse regarding alarm "low minute ventilation". There were no volumes. Being delivered or returned at this point so the nurse began to bag. The patient had begun to desaturate to the 70's, but recovered with bagging. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. (B)(4). MFR # 8010042-2015-00385.